Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located on the pump found on 12-oct-2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, and cracked case (battery tube). Cosmetic damage was confirmed on the pump. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic stated that the insulin pump was damaged. No harm was required during medical intervention. The device was returned for analysis.